Manufacturer narrative:
The crp reagent lot number and expiration date were requested, but not provided. The field service engineer replaced the sample probe, reagent probe, and heat cut filter. Adjustments were performed. Test runs were carried out and the device was determined to be functioning correctly. Controls were tested. The investigation determined the service actions resolved the issue. The issue is consistent with insufficient service and operator maintenance.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tina-quant c-reactive protein IV on a cobas 6000 c501 module. The sample initially resulted in a crp value of 0.00 mg/l with a data flag. The treating doctor complained about the value. The sample was repeated, resulting in a crp value of 274.1 mg/l.